Event description:
On (B)(6) 2011, at (B)(6), negative pressure and heavy foaming on neonatal venous hardshell cardiotomy reservoir (unknown lot) was identified during the procedure. There was no patient injury reported; however, product change out was required.(B)(4)

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).per the final statement to complaint letter dated may 14,2013, the complaint sample was not returned. (B)(4)